Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency experiencing a low heart rate. The right atrial lead exhibited loss of capture and had dislodged. The lead was successfully repositioned.